Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, felt uncomfortable continuing on pump therapy, and considered taking subcutaneous insulin by pen; troubleshooting included education on correction for highs, verification of tubing and site integrity, and ultimately a supply change that revealed a bent cannula, after which supplies were replaced and the user remained connected to the pump. Symptoms included hyperglycemia with dizziness, headache, fatigue, shaking, and intermittent confusion. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no additional findings and insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.